Manufacturer narrative:
H3: analysis of the lead (lot#: v970396030) revealed that the #3 conductor(s) was/were broken in the distal end of the lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. They reported that they occasionally felt a ¿shock¿ in the battery pocket and it has been ongoing since ipg replacement last (B)(6). They did not complain of a shock sensation in the pocket on (B)(6) 2024 after lead replacement or at the post op.

Event description:
Additional information received from the manufacturer representative reported that the patient had a shocking sensation at the battery site. The sensation occurs when stim is at normal intensity and when the intensity is turned down. The sensation was random but at one point it was also occurring in 15 minute intervals. At the appointment today the impedance values were all under 1000ohms. The patient had attempted to turn therapy was off for two days and the sensation stopped. The primary group has electrodes 0 and 1 active and the impedance is 1020ohms. The issue was not resolved through troubleshooting.

Manufacturer narrative:
Continuation of d10: product ID 3778-60. Serial# (B)(6) implanted: (B)(6) 2012. Explanted: (B)(6) 2024. Product type lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Section d references the main component of the system. Other medical products in use, during the event include: product ID: 3778-60, (serial#: (B)(6)), product type: 0200-lead, implant date (B)(6) 2012, explant date (B)(6) 2024. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank, because the information is currently, unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received, from a manufacturer representative (rep). Regarding a patient, who was implanted with an implantable neurostimulator (ins). Rep reported, they were in a case, where they were removing and replacing a lead.  Rep reported, the left lead had migrated down and was causing undesired stimulation at the ins site.  Rep reported, the patient was experiencing pain at the ins site.  Rep noted, the healthcare provider (hcp) noticed, a tear or fray in the lead near the ins. Rep reported, the issue was resolved with lead replacement. Rep noted, the lead would be returned. Field rep reported, they would follow-up with any new information.

Event description:
The rep reported the lead was returned.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.